Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 500 mg/dl. Customer received the replacement battery cap and since she started using the insulin pump. The customer was assisted with troubleshooting. The customer already tried delivering insulin-using syringe but her blood glucose was still not going down. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did not used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.